Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2016. Reportedly, the patient used multiple bg meters throughout the same sensor session. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.